Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room experiencing shortness of breath. It was observed via x-ray that the right atrial (ra) lead had dislodged and was located in the right ventricle. The ra lead exhibited undersensing and possible intermittent non-capture. A procedure was performed to remove and replace the ra lead. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.